Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that while at school, the patient had a seizure. The school medical aide came and the patient¿s cgm was reading 150 mg/dl. 911 was called. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 34 mg/dl and the patient¿s convulsion stopped after approximately 15 minutes. The patient was treated with IV fluids and then transported to the emergency room (ER). At the emergency room, blood work was done and the patient was given juice, sugar, and milk. The patient was in the ER for approximately 5 hours. At discharge, the patient¿s bg meter reading was 130 mg/dl. No cgm comparison value was reported. Once at home, the patient¿s sensor was removed. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.